Event description:
The pump was returned for analysis by the hcp. It was used within a pt for treatment. There was no pt death associated with its return. The reason for replacement was not reported. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4): a low battery reset occurred in the analysis lab during decontamination procedure and also once again while the battery command test was performed. The battery failed the battery resistance waveform test with a high resistance of 1037 ohms. All logs and telemetry strips were reviewed and no low battery reset, eri, or safe state events were found to have occurred in the field. The device is included in the medical device safety alert, synchromed ii battery performance, physician communication ((B)(4), 2009).